Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient expressed concerns about the placement of the ins, stating that it was implanted right above the area where they typically carry their wallet. They mentioned that this has been uncomfortable, as they frequently have to remove their wallet. The patient suggested that patients should be consulted about the placement of the ins prior to implantation to avoid such issues. As a result, they now have to either make their wallet thinner or carry it in their front pocket. Patient was redirected to their healthcare provider (hcp) for further evaluation and assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.